Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the patient was wearing a cardiac life vest post system revision. After a few weeks, the patient went back to the hospital due to hematoma taking up the space in the cavity where the device was placed. It is noted that the pocket had swelled and there was blood in the cavity. Further, the patient reported that the device was reprogrammed prior to explant because of some premature ventricular contraction (pvc). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4).